Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event low voltage alarms were confirmed via log file analysis. The heartmate mobile power unit was not returned for analysis; however, a log file was sent for review with event spanning approximately 7 days ((B)(6)2020 ¿ (B)(6)2020 per timestamp). On (B)(6) 2020 at 12:34 and 12:46, the low voltage advisory alarm activated approximately 5 minutes after being connected to the mpu when the rsoc voltage for both cables dropped to ~1.4v. This sequence of events is consistent with the controller cables being incorrectly connected to the mpu. These alarms cleared when the controller was connected to battery power. Pump function was not affected and there were no other notable alarms active in the log file. Multiple good faith efforts were sent asking for the serial number of the mobile power unit, and if the reported alarms had resolved; however, no response was given. The root cause of the reported event low voltage alarms while connected to the mpu was determined to be from improper connection of the black and white power leads on the mpu. Heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, address how to properly interpret and troubleshoot all system alarms. Heartmate 3 IFU section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for the equipment¿, address how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook under section 3, entitled ¿powering the system¿, explains how to use the mpu and the 14v li-ion batteries. This section explains how to connect to the system controller power sources, including connecting the white cable to the white connector and the black cable to the black connector. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was requested but not provided; therefore, UDI is unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had experienced transient low battery alarms on both wall power and batteries. Technical services reviewed the log files and reportedly observed atypical low power advisories that appeared to be occurring while the device was on battery power but not wall power. It was recommended to check the batteries and battery clips for integrity and clean all battery & battery clip contacts with an alcohol wipe. Further review of the log files by product engineering on 10apr2020 observed no atypical low voltage alarms on battery power as technical services had stated, but found mpu swapped cable events in the log file.